Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 579755) was examined visually under magnification. The driver showed counterclockwise twisting at the tip, which suggested the deformation may have occurred during removal. A possible cause of a twisting deformation is excessive torque applied to the part. Functional testing with a 2.7mm hexalobe screw was performed, which revealed the driver would not seat into the screw head. Based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a removal surgery that the surgeon broke a screwdriver tip. The screw was removed using a carbide drill. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number (B)(4) for the screw involved in this event.